Manufacturer narrative:
The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested and if received will be provided in a supplemental report.

Manufacturer narrative:
An event regarding screw fracture involving two cortical bone screws was reported. The event was confirmed. Device inspection not performed as no devices were returned; they remain implanted. Medical records evaluation indicate that the root cause of failure is most probably procedure-related. The devices were manufactured and accepted into final stock. There have been no other events for the lot referenced. The exact cause of the event could not be determined because the subject devices remain implanted at the time of the reported event and insufficient information was received.

Event description:
It was reported that breakage of screws were noticed by x-ray on (B)(6) 2012. The patient had no pain in (B)(6). On (B)(6) 2013, the patient had pain.

Event description:
It was reported that breakage of screws were noticed by x-ray on (B)(6) 2012. The patient had no pain in (B)(6). On (B)(6) 2013, the patient had pain.